Event description:
On an unknown date a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2024 it was reported the patient was unable to advance the tube. Possible buried bumper syndrome. A peg-j re-placement is planned for (B)(6) 2024.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.